Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported, that according to the surgeon the patient has had a reaction to the material and is having a revision done. Representative did not have all details at the time of the initial report because the revision had not started yet at the time of the report. Follow-up investigation: the explanted device has been confirmed to be ar-8928bcj-cp, lot 10129351. Original surgery took place (B)(6) 2017. Approximately (B)(6) 2017 the patient began to experience pain, sensitivity, swelling and tightness which continued through march. On (B)(6) 2018 the patient's original surgery repair had healed and the patient underwent a revision procedure. The surgeon removed the original implant and flushed the area out. Both procedures took place at the same facility.